Event description:
Reporter indicated via the manufacturer's implant card that a patient had vns lead and generator replacement surgery performed on (B)(6) 2012 due to a lead discontinuity. The explanted devices are no longer available for return from the hospital. Attempts for additional information are in progress.

Event description:
Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received via an article, indicating that the patient experienced an increase in seizures. The article is titled "vns lead removal or replacement surgical technique, institutional experience and literature overview" published on 09/03/2015.

Manufacturer narrative:
Date received by the manufacturer; corrected data: the previously submitted MDR inadvertently provided an incorrect date.

Manufacturer narrative:
Date received by the manufacturer; corrected data: the previously submitted mdrs inadvertently provided incorrect dates. (In MDR #2, the date should be on 09/06/2015; and in MDR #3, the date should be on 02/25/2016).

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional prior to distribution.